Manufacturer narrative:
The reported events of ¿the wire cannot be removed in the electrode¿ and helix mechanism issues were confirmed. As received, a complete lead with a stylet was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of the reported event of helix mechanism issues were isolated to the helix being clogged with blood/tissue. Visual inspection found the stylet stuck inside the lead. The cause of the ¿the wire cannot be removed in the electrode¿ was due to blood on the stylet and inside the connector pin and inner coil lumen. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-12918. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to be separated in both the right atrial (ra) lead and right ventricular (rv) lead. Additionally, the right ventricular lead and right atrial lead exhibited helix issues. The ra and rv leads were not used and replaced. The patient experienced no consequences.